Event description:
Customer reports obtaining a result of 3.3 inr on the coaguchek xs system and 2.52 inr on a comparison lab. No treatment info provided. No adverse event reported due to these results. Requested return of suspect system for eval.